Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working due to the number of pump strokes remaining in a bolus is larger than the maximum bolus. The customer¿s blood glucose level was unknown. Customer also reported that he was having high blood glucose level and treated with syringes. The insulin pump will not be returned for analysis.